Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2-1 row d all pockets were not detected on bus. A field service engineer inspected machine and reseated row board cable, cleaned debris from underneath. As the issue still existed replaced the drawer controller board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer failed to detect on bus. The customer reported that this malfunction occured during dispensing medication to the patient and that caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.